Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('3.7 cm in length portion of coiled metallic wire is noted embedded in the fallopian tube.') And pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, menorrhagia, abnormal uterine bleeding and breast cancer. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury "). The patient was treated with surgery (salpingectomy laparoscopic (bilateral and salpingectomy ¿ bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device and mental disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered embedded device, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: patient received treatment for: abnormal bleeding l tube 4 trailing coils; r tube 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: satisfactory location of the bilateral essure micro-inserts. Tubal occlusion cannot be confirmed. Bilateral tubal patency is suspected. Patient should remain on alternative contraception and repeat hsg in 3 months.; on (B)(6) 2016: persistent patency of the left tube. Imaging procedure - on (B)(6) 2016: result unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2021: mr received. Reporter information , patients details, other relevant history , concomitant drug, lab data added. Event : " 3.7 cm in length portion of coiled metallic wire is noted embedded in the fallopian tube." Added and rcc was updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('3.7 cm in length portion of coiled metallic wire is noted embedded in the fallopian tube.') And pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2, menorrhagia, abnormal uterine bleeding and breast cancer. Concomitant products included ethinylestradiol;norethisterone acetate (microgestin). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). The patient was treated with surgery (salpingectomy laparoscopic (bilateral and salpingectomy ¿ bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device and mental disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered embedded device, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: patient received treatment for: abnormal bleeding l tube 4 trailing coils; r tube 2 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: satisfactory location of the bilateral essure micro-inserts. Tubal occlusion cannot be confirmed. Bilateral tubal patency is suspected. Patient should remain on alternative contraception and repeat hsg in 3 months.; on (B)(6) 2016: persistent patency of the left tube. Imaging procedure - on (B)(6) 2016: result unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer.  All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 10-jun-2021: quality-safety evaluation of ptc, updated imdrf codes. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury "). The patient was treated with surgery (salpingectomy ¿ bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the mental disorder outcome was unknown. The reporter considered genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: patient received treatment for: abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2016: result unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: case become serious incident. Pf-if received .event injury nos were updated: pain, abnormal bleeding, psych injury were added. Lab data, essure removal date were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.